Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that after two days of the implant procedure , this right atrial (ra) lead exhibited pacing failure. It was decided then to do an x ray which showed a dislodgement. As patient had atrial fibrillation (af) physician decided to removed the lead. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effect were encountered.